Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with unspecified mentor saline breast implants and experienced bilateral capsular contracture baker grade iii. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3503001bc, lot number 7573081, serial number (B)(4)(r) and serial number (B)(4) (l) on (B)(6) 2018. This report is for the first of two devices.